Event description:
(B)(4). I have been to several doctors they can't figure out why I am having abdominal pain, migraines, lower back pain, anxiety (panic attacks) insomnia, fatigue, unable to loose weight. Was recently tested positive for lupus panel waiting on another doctor to get my blood results from another doctor.